Event description:
It was reported that the ventricular lead exhibited noise. The noise was not reproducible with arm movements. No intervention was performed. The patient was asymptomatic and in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the ventricular lead continued to exhibit noise. The noise was reproducible with arm movements. The patient was stable and would continue to be monitored.